Event description:
It was reported by service report that one of the calf supports had a piece of foam padding missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: calf support assembly.